Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part/lot (08.812.012s / l47521) combination are unknown at synthes (B)(4), no DHR review possible. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent minimally invasive surgical (mis) transforaminal lumbar interbody fusion (tlif) procedure on (B)(6) 2019. After 10 days patient developed rashes and itching on his full body. Even after consulting specialist like rheumatologist, immunologist, gastroenterologist, general medicine, at various hospitals, patient is still suffering the same. At present, the patient wants to confirm with the company that it is not because of the materials implanted. Currently there is no plan for any revision surgery. No further information provided this report is for one (1) t-pal spacer 10mm x 28mm 12mm height. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary - in looking at the attachments, it does not appear there is a way to conclusively link the test results to an allergic reaction or the implants. Therefore, there would be no additional information we would be able to add to the product investigation in the complaint. Device history lot - part/lot (08.812.012s / l47521) combination are unknown at synthes gmbh, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in india as follows: it was reported that the patient underwent minimally invasive surgical (mis) transforaminal lumbar interbody fusion (tlif) procedure on (B)(6) 2019. After 10 days patient developed rashes and itching on his full body. Even after consulting specialist like rheumatologist, immunologist, gastroenterologist, general medicine, at various hospitals, patient is still suffering the same. At present, the patient wants to confirm with the company that it is not because of the materials implanted. Currently there is no plan for any revision surgery. Received mail communication from customer, discharge summary/ multiple test reports

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.